Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that both the dso and uso seals were delaminated. The dso and uso seals were replaced to fix the issue.

Event description:
It was reported that the device had a missing battery guide & downstream occlusion (dso) bubble. The results of the investigation found that the dso and upstream occlusion (uso) seals were delaminated. There was no patient involvement.